Event description:
It was reported that leakage was noted at the catheter handle. During a radiofrequency (rf) ablation procedure to treat premature ventricular contraction (pvc), an intellanav mifi open-irrigated ablation catheter was used. After mapping the right and left ventricles, the error message "d07 temperature too high" occurred during ablation, and leakage was noted at the catheter handle. The catheter was replaced and the procedure was successfully completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of tubing set fluid leak was confirmed; however, the reported event of generator message - d07 temperature too high could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. However, a photo was provided, showing the irrigation connection/port at the catheter handle being manipulated, which is consistent with the reported leakage at the handle. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the product is available for return, but has not yet been received by boston scientific, therefore, a technical analysis of the complaint device could not be completed. However, a photo was provided, showing the irrigation connection/port at the catheter handle being manipulated, which is consistent with the reported leakage at the handle. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a review of the intellanav mifi open-irrigated ablation catheter risk documentation was completed and confirmed that the events of tubing set fluid leak and generator message - d07 temperature too high were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem, as the investigation findings do not provide a definitive conclusion regarding the cause of the reported event. Although an attached photo confirms the reported event, without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that leakage was noted at the catheter handle. During a radiofrequency (rf) ablation procedure to treat premature ventricular contraction (pvc), an intellanav mifi open-irrigated ablation catheter was used. After mapping the right and left ventricles, the error message d07 temperature too high occurred during ablation, and leakage was noted at the catheter handle. The catheter was replaced and the procedure was successfully completed with no patient complications. The device is expected to be returned for analysis.